Event description:
Indication for procedure: endocarditis. Procedure: this was both a right and left sided lead removal procedure. Two leads were removed from the left side via traction and one lead to be removed on the right side (27y.o. Rv) via laser. After the successful explantation of both left sided leads, the rv lead was more difficult to remove. The ldd could not be extended past the level of the atrium. The sls was advanced easily to mid right atrium just about to the same area where the lld could not advance. The rv lead disrupted at this point leaving only the inner coil exposed at the venous entry site. Further attempts were made to remove the lead but were unsuccessful. Md noted the patient's bp began to decline at this time. A pericardial effusion was noted on tee. A pericardiocentesis was performed and the patient's vitals recovered. Md decided upon a snare to extract the remaining pieces of the lead. Ultimately the patient's chest was opened, both a svc and a laceration to the cs were repaired. Analysis: the devices were disposed of during the code and were not returned for analysis. There were no alleged malfunctions of spnc devices per the md.

Manufacturer narrative:
Patient outcome: patient recovered and was discharged to an extended care facility for recovery. Manufacturer dates for all devices: unknown.